Event description:
The patient's mother reported that 4 days post the patient's pump refill, the patient was hospitalized because she had experienced severe rigidity affecting her eating and swallowing. The patient's pump delivered lioresal. The patient's mother further reported that bacteria was found in the patient's blood and the hospital staff believed that it had exacerbated the patient's rigidity. The patient was being treated with an unspecified broad spectrum antibiotic until the exact bacteria was identified. The mother included that the patient would be getting some oral baclofen to try and relieve the rigidity. It was reported by the hcp that the pt had a staphylococcus infection that had exacerbated the rigidity. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.